Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw was detached and returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the jaws would not open during a lap oophorectomy. Customer tried a second device and the jaws would not close. Custom completed the procedure using a third device. No patient consequences. Both devices being returned.